Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, loss of capture and asystole of greater than two seconds. It was noted that the rv loss of capture typically occurred overnight. Technical services (ts) noted that the rv outputs did not provide the recommended safety margin for the patient. The respiratory rate trend (rrt) was programmed off. The field representative noted that the lead position and sleep apnea were a possible cause. A heart rate of 30 beats per minute was observed and the field representative stated there were times when it went lower than that. Ts discussed further programming options. Additional information from the field was requested and has not been obtained at this time. The lead remains in service. No adverse patient effects were reported.